Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date; UDI: (B)(4); ubd: 2019-03-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone, bupivacaine, fentanyl and baclofen (all unknown concent ration and doses) via an implantable pump for spinal pain. The patient stated when they got their pump replaced it was clogged because they weren't getting relief. The patient stated their pump was replaced in may of this year due to normal battery depletion but also due to the catheter clogging. The patient stated they've been telling them for about a year that they didn't think they were getting a full bolus or they didn't think it was running all the time because they were not getting the relief they thought they should be getting. The doctor went in and found out it (the catheter) was clogged and had to cut it off and leave some of it in there because he couldn't get it all out. The patient stated the hcp's name but was unsure of the surgeon's name who did the surgery. The patient confirmed they had the same medication in current pump that was used in previous pump. The patient also mentioned they used a walker.